Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was difficult to position and fixate. While performing the undocking process, the lp dislodged to the inferior vena cava. The lp was retrieved and a transvenous pacemaker was implanted. There were no patient consequences.